Event description:
It was reported that the cartridge was not fitting properly on the pump, causing the customer's blood glucose level to rise to 350 mg/dl. The customer administered a correction bolus via the pump, did not require third-party assistance, and eventually refilled their old cartridge to resume insulin delivery. Technical support educated the customer about the o-ring issue and advised them to remove it, which allowed the customer to successfully load new cartridges and resume normal use. There was an adverse impact on the customer¿s blood glucose level due to the issue.